Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported patient experienced loss of therapy following breast surgery at an unknown date. The patient did not place the ipg into surgery mode. Company representatives could not make connection with the clinician programmer. To address this issue patient underwent surgical intervention where the ipg was replaced and reportedly effective therapy was restored .